Manufacturer narrative:
Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed right side pelvic cramping (excruciating pelvic pain) and abnormal bleeding (regarded as genital bleeding). She was also diagnosed with chronic salpingitis. Essure was surgically removed (along with a portion of each fallopian tube) approximately 4 years after its placement. The reported events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this particular case, patient developed pain and bleeding following essure procedure, being later diagnosed with chronic salpingitis. Considering events nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of the fallopian tubes/chronic salpingitis') and pelvic pain ('right side pelvic cramping/ excruciating pelvic pain/ pelvic pain') in a 45-year-old female patient who had essure (batch no. 901328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2000, live birth in 1995, gravida ii, excessive drinking, blood pressure high, hypertension, hypothyroidism and bronchitis. She denied smoking. Previously administered products included for contraception: jolessa from (B)(6) 2010 to 2011; for an unreported indication: lisinopril, albuterol, birth control pills, morphine and azithromycin. Concurrent conditions included obesity. Concomitant products included escitalopram oxalate (lexapro), escitalopram from 2003 to 2016, hydrochlorothiazide, phentermine since 2007 to (B)(6) 2017 and trazodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping (cramps worsened)"), abdominal pain upper ("severe and constant pain in entire stomach (constant, ranged from mild to severe)") and abdominal distension ("constant/ pain from severe bloating"). On (B)(6) 2014, the patient experienced urticaria ("allergic reaction including urticarial (hives)"), 2 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced intestinal obstruction ("bowel obstruction"). On (B)(6) 2016, the patient experienced incisional hernia ("incisional hernia"). On (B)(6) 2016, the patient experienced cellulitis ("acute abdominal cellulitis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), pelvic adhesions ("severe adhesive disease"), the first episode of uterine polyp ("endometrial polyps"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ heavier menstrual periods"), post procedural haemorrhage ("slight bleeding following the procedure"), fatigue ("increased fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), mood swings ("mood swings "), dysmenorrhoea ("painful periods "), nasopharyngitis ("constant cold, cold allergic reaction"), insomnia ("insomnia ") and the second episode of uterine polyp ("endometrial polyp ") and was found to have weight increased ("weight gain"). The patient was treated with ethinylestradiol;levonorgestrel (seasonique) and surgery (she had hysteroscopic polypectomy and laparoscopic adhesiolysis and partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, pelvic adhesions, vaginal haemorrhage, post procedural haemorrhage, cellulitis, abdominal pain upper, abdominal distension, intestinal obstruction, incisional hernia, alopecia, weight increased, weight fluctuation, mood swings, dysmenorrhoea, nasopharyngitis, insomnia and the last episode of uterine polyp outcome was unknown, the urticaria had resolved and the menorrhagia, abdominal pain lower and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, cellulitis, dysmenorrhoea, fatigue, genital haemorrhage, incisional hernia, insomnia, intestinal obstruction, menorrhagia, mood swings, nasopharyngitis, pelvic adhesions, pelvic pain, post procedural haemorrhage, salpingitis, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of uterine polyp and the second episode of uterine polyp to be related to essure. The reporter commented: she used condoms for contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. On (B)(6) 2012, she had hysterosalpingogram shows on left fallopian tube coil position are satisfactory placement-the proximal end of the inner coil was in the tube <30 mm from the uterine cornua (type 2). Occlusion was satisfactory occlusion-the tube was occluded at the cornua (type 1). Right fallopian tube coil position was satisfactory placement-the proximal end of the inner coil was in the tube <30 mm from the uterine cornua (type 2). Occlusion: satisfactory occlusion-the tube was occluded at the cornua (type 1). Conclusion was satisfactory position of both fallopian tube microfilaments with bilateral proximal tubal occlusion. On (B)(6) 2016, she had surgical pathological report on gross description: specimen labeled as ¿a right fallopian tube segment with essure device¿ was received in formalin and identified with 2 patient identifier(s). The specimen consists of a light tan fallopian tube with a coil in the lumen. The lumen is occluded. The fallopian tube measures 2.6 x 1.0 x 0.9 cm. The coil measures 3.5 cm, in length and 0.2 cm in diameter. Specimen labeled as ¿b left fallopian tube segment with essure device¿ is received in formalin and identified with 2 patient identifier(s). The specimen consists of 3 pieces light tan to dark brown fallopian tube with a coil already detached. Lumen was occluded. The 3 fallopian tubes measures 0.9 up to 2.4 cm. The coil measures 3.4 cm. On diagnosis: right fallopian tubal segment with assure (as written) device segment of fallopian tube showing inflammation and fibrosis metallic coil consistent with assure device left fallopian tube segment and assure device segment of fallopian tube showing inflammation and fibrosis with adjacent soft tissue small coil consistent with assure device endometrium (polypectomy); small segments of secretory endometrium. Negative for hyperplasia or neoplasia. On (B)(6) 2016 she had surgical procedure to remove a portion of each fallopian tube and both of the implanted essure devices. On (B)(6) 2016, she had CT abdomen/pelvis w/IV con / no oral con had impression of apparent right lower quadrant incisional hernia containing small bowel. Proximal bowel dilatation was present compatible with an obstruction. There was no evidence of wall thickening, pneumatosis or free air. Small volume ascites. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of the fallopian tubes/chronic salpingitis') and pelvic pain ('right side pelvic cramping/ excruciating pelvic pain/ pelvic pain') in a 45-year-old female patient who had essure (batch no. 901328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2000, live birth in 1995, gravida ii, excessive drinking, blood pressure high, hypertension, hypothyroidism and bronchitis. She denied smoking. Previously administered products included for contraception: jolessa from (B)(6) 2010 to 2011; for an unreported indication: lisinopril, albuterol, birth control pills, morphine and azithromycin. Concurrent conditions included obesity. Concomitant products included escitalopram oxalate (lexapro), escitalopram from 2003 to 2016, hydrochlorothiazide, ibuprofen (motrin), phentermine since 2007 to (B)(6) 2017 and trazodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping (cramps worsened)"), abdominal pain upper ("severe and constant pain in entire stomach (constant, ranged from mild to severe)") and abdominal distension ("constant/ pain from severe bloating"). On (B)(6) 2014, the patient experienced urticaria ("allergic reaction including urticarial (hives)"), 2 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced intestinal obstruction ("bowel obstruction"). On (B)(6) 2016, the patient experienced incisional hernia ("incisional hernia"). On (B)(6) 2016, the patient experienced cellulitis ("acute abdominal cellulitis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), pelvic adhesions ("severe adhesive disease"), the first episode of uterine polyp ("endometrial polyps"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ heavier menstrual periods"), post procedural haemorrhage ("slight bleeding following the procedure"), fatigue ("increased fatigue"), alopecia ("hair loss"), weight fluctuation ("weight flatulence"), mood swings ("mood swings "), dysmenorrhoea ("painful periods "), nasopharyngitis ("constant cold, cold allergic reaction"), insomnia ("insomnia ") and the second episode of uterine polyp ("endometrial polyp ") and was found to have weight increased ("weight gain"). The patient was treated with ethinylestradiol; levonorgestrel (seasonique) and surgery (she had hysteroscopic polypectomy and laparoscopic adhesiolysis and partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, pelvic adhesions, vaginal haemorrhage, post procedural haemorrhage, cellulitis, abdominal pain upper, abdominal distension, intestinal obstruction, incisional hernia, alopecia, weight increased, weight fluctuation, mood swings, dysmenorrhoea, nasopharyngitis, insomnia and the last episode of uterine polyp outcome was unknown, the urticaria had resolved and the menorrhagia, abdominal pain lower and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, cellulitis, dysmenorrhoea, fatigue, genital haemorrhage, incisional hernia, insomnia, intestinal obstruction, menorrhagia, mood swings, nasopharyngitis, pelvic adhesions, pelvic pain, post procedural haemorrhage, salpingitis, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of uterine polyp and the second episode of uterine polyp to be related to essure. The reporter commented: she used condoms for contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. On (B)(6) 2012, she had hysterosalpingogram shows on left fallopian tube coil position are satisfactory placement-the proximal end of the inner coil was in the tube <30 mm from the uterine cornua (type 2). Occlusion was satisfactory occlusion-the tube was occluded at the cornua (type 1). Right fallopian tube coil position was satisfactory placement-the proximal end of the inner coil was in the tube <30 mm from the uterine cornua (type 2). Occlusion: satisfactory occlusion-the tube was occluded at the cornua (type 1). Conclusion was satisfactory position of both fallopian tube microfilaments with bilateral proximal tubal occlusion. On (B)(6) 2016, she had surgical pathological report on gross description: specimen labeled as ¿a right fallopian tube segment with essure device¿ was received in formalin and identified with 2 patient identifier(s). The specimen consists of a light tan fallopian tube with a coil in the lumen. The lumen is occluded. The fallopian tube measures 2.6 x 1.0 x 0.9 cm. The coil measures 3.5 cm, in length and 0.2 cm in diameter. Specimen labeled as ¿b left fallopian tube segment with essure device¿ is received in formalin and identified with 2 patient identifier(s). The specimen consists of 3 pieces light tan to dark brown fallopian tube with a coil already detached. Lumen was occluded. The 3 fallopian tubes measures 0.9 up to 2.4 cm. The coil measures 3.4 cm. On diagnosis: right fallopian tubal segment with assure (as written) device segment of fallopian tube showing inflammation and fibrosis metallic coil consistent with assure device left fallopian tube segment and assure device segment of fallopian tube showing inflammation and fibrosis with adjacent soft tissue small coil consistent with assure device endometrium (polypectomy); small segments of secretory endometrium. Negative for hyperplasia or neoplasia. On (B)(6) 2016 she had surgical procedure to remove a portion of each fallopian tube and both of the implanted essure devices. On (B)(6) 2016, she had CT abdomen/pelvis w/IV con / no oral con had impression of apparent right lower quadrant incisional hernia containing small bowel. Proximal bowel dilatation was present compatible with an obstruction. There was no evidence of wall thickening, pneumatosis or free air. Small volume ascites. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event hair loss,weight gain, weight flatulence, mood swings, painful periods, constant cold, cold allergic reaction insomnia, endometrial polyp. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 28-mar-2016. The plaintiff had essure inserted on (B)(6) 2012 for permanent birth control. On (B)(6) 2011, plaintiff sought care for permanent birth control to prevent pregnancy. She was offered essure after being provided information about the procedure. On (B)(6) 2012, plaintiff underwent the essure procedure during an office/outpatient visit. Following the essure procedure, she began to experience right side pelvic cramping, excruciating pelvic pain, abnormal bleeding, allergic reactions including urticaria (hives), inflammation of the fallopian tubes, and other symptoms. She was unable to work since approximately (B)(6) 2014 due to the complications resulting from the essure procedure. Following the essure procedure, she was diagnosed with pelvic pain, chronic salpingitis associated with essure implants, severe adhesive disease, and endometrial polyps by her health care provider. On (B)(6) 2016, she underwent a surgical procedure to remove a portion of each fallopian tube and both of the implanted essure devices. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed right side pelvic cramping (excruciating pelvic pain) and abnormal bleeding (regarded as genital bleeding). She was also diagnosed with chronic salpingitis. Essure was surgically removed (along with a portion of each fallopian tube) approximately 4 years after its placement. The reported events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this particular case, patient developed pain and bleeding following essure procedure, being later diagnosed with chronic salpingitis. Considering events nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflammation of the fallopian tubes/chronic salpingitis"), pelvic pain ("right side pelvic cramping/ excruciating pelvic pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 901328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 1995, live birth in 2000, excessive drinking, blood pressure high, hypertension, hypothyroidism and bronchitis. She denied smoking. Previously administered products included for contraception: jolessa from 2010 to 2011; for an unreported indication: lisinopril, albuterol, birth control pills, morphine and azithromycin. Concurrent conditions included obesity. Concomitant products included diuretics, escitalopram oxalate (lexapro), escitalopram from 2003 to 2016, ibuprofen (motrin), phentermine since 2007 to (B)(6) 2017 and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years 6 months after insertion of essure, the patient experienced urticaria ("allergic reaction including urticarial (hives)"). In (B)(6) 2016, the patient experienced intestinal obstruction ("bowel obstruction"). On (B)(6) 2016, the patient experienced incisional hernia ("incisional hernia"). On (B)(6) 2016, the patient experienced cellulitis ("acute abdominal cellulitis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions ("severe adhesive disease"), uterine polyp ("endometrial polyps"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ heavier menstrual periods"), post procedural haemorrhage ("slight bleeding following the procedure"), abdominal pain lower ("cramping (cramps worsened)"), abdominal pain upper ("severe and constant pain in entire stomach (constant, ranged from mild to severe)"), abdominal distension ("constant/ pain from severe bloating") and fatigue ("increased fatigue"). The patient was treated with eugynon (seasonique), surgery (she had hysteroscopic polypectomy and laparoscopic adhesiolysis and partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, pelvic adhesions, uterine polyp, vaginal haemorrhage, post procedural haemorrhage, cellulitis, abdominal pain upper, abdominal distension, intestinal obstruction and incisional hernia outcome was unknown, the urticaria had resolved and the menorrhagia, abdominal pain lower and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, cellulitis, fatigue, genital haemorrhage, incisional hernia, intestinal obstruction, menorrhagia, pelvic adhesions, pelvic pain, post procedural haemorrhage, salpingitis, urticaria, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: she used condoms for contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2012, she had hysterosalpingogram shows on left fallopian tube coil position are satisfactory placement-the proximal end of the inner coil was in the tube <30 mm from the uterine cornua (type 2). Occlusion was satisfactory occlusion-the tube was occluded at the cornua (type 1). Right fallopian tube coil position was satisfactory placement-the proximal end of the inner coil was in the tube <30 mm from the uterine cornua (type 2). Occlusion: satisfactory occlusion-the tube was occluded at the cornua (type 1). Conclusion was satisfactory position of both fallopian tube microfilaments with bilateral proximal tubal occlusion. On (B)(6) 2016, she had surgical pathological report on gross description: specimen labeled as ¿a right fallopian tube segment with essure device¿ was received in formalin and identified with 2 patient identifier(s). The specimen consists of a light tan fallopian tube with a coil in the lumen. The lumen is occluded. The fallopian tube measures 2.6 x 1.0 x 0.9 cm. The coil measures 3.5 cm, in length and 0.2 cm in diameter. Specimen labeled as ¿b left fallopian tube segment with essure device¿ is received in formalin and identified with 2 patient identifier(s). The specimen consists of 3 pieces light tan to dark brown fallopian tube with a coil already detached. Lumen was occluded. The 3 fallopian tubes measures 0.9 up to 2.4 cm. The coil measures 3.4 cm. On diagnosis: right fallopian tubal segment with assure (as written) device segment of fallopian tube showing inflammation and fibrosis metallic coil consistent with assure device left fallopian tube segment and assure device segment of fallopian tube showing inflammation and fibrosis with adjacent soft tissue small coil consistent with assure device endometrium (polypectomy); small segments of secretory endometrium. Negative for hyperplasia or neoplasia. On (B)(6) 2016 she had surgical procedure to remove a portion of each fallopian tube and both of the implanted essure devices. On (B)(6) 2016, she had CT abdomen/pelvis w/IV con / no oral con had impression of apparent right lower quadrant incisional hernia containing small bowel. Proximal bowel dilatation was present compatible with an obstruction. There was no evidence of wall thickening, pneumatosis or free air. Small volume ascites. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 25-jan-2018: reporters added and updated patient demographics as height and weight. Historical condition, concomitant disease, laboratory data, concomitant drugs were added. Suspect drug inaction and lot number added. Events: vaginal bleeding, menorrhagia/ heavier menstrual periods, slight bleeding following the procedure, acute abdominal cellulitis, cramping (cramps worsened), severe and constant pain in entire stomach (constant, ranged from mild to severe), constant/ pain from severe bloating, bowel obstruction, incisional hernia and increased fatigue added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflammation of the fallopian tubes/chronic salpingitis"), pelvic pain ("right side pelvic cramping/ excruciating pelvic pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no. 901328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 1995, live birth in 2000, excessive drinking, blood pressure high, hypertension, hypothyroidism and bronchitis. She denied smoking. Previously administered products included for contraception: jolessa from december 2010 to 2011; for an unreported indication: albuterol, lisinopril, azithromycin, birth control pills and morphine. Concurrent conditions included obesity. Concomitant products included escitalopram oxalate (lexapro), escitalopram from 2003 to 2016, hydrochlorothiazide, ibuprofen (motrin), phentermine since 2007 to august 2017 and trazodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping (cramps worsened)"), abdominal pain upper ("severe and constant pain in entire stomach (constant, ranged from mild to severe)") and abdominal distension ("constant/ pain from severe bloating"). On (B)(6) 2014, 2 years 6 months after insertion of essure, the patient experienced urticaria ("allergic reaction including urticarial (hives)"). In (B)(6) 2016, the patient experienced intestinal obstruction ("bowel obstruction"). On (B)(6) 2016, the patient experienced incisional hernia ("incisional hernia"). On (B)(6) 2016, the patient experienced cellulitis ("acute abdominal cellulitis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions ("severe adhesive disease"), uterine polyp ("endometrial polyps"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ heavier menstrual periods"), post procedural haemorrhage ("slight bleeding following the procedure") and fatigue ("increased fatigue"). The patient was treated with eugynon (seasonique), surgery (she had hysteroscopic polypectomy and laparoscopic adhesiolysis and partial bilateral salpingectomy) and surgery (she had hysteroscopic polypectomy and laparoscopic adhesiolysis and partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, pelvic adhesions, uterine polyp, vaginal haemorrhage, post procedural haemorrhage, cellulitis, abdominal pain upper, abdominal distension, intestinal obstruction and incisional hernia outcome was unknown, the urticaria had resolved and the menorrhagia, abdominal pain lower and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, cellulitis, fatigue, genital haemorrhage, incisional hernia, intestinal obstruction, menorrhagia, pelvic adhesions, pelvic pain, post procedural haemorrhage, salpingitis, urticaria, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: she used condoms for contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . On (B)(6) 2012, she had hysterosalpingogram shows on left fallopian tube coil position are satisfactory placement-the proximal end of the inner coil was in the tube <30 mm from the uterine cornua (type 2). Occlusion was satisfactory occlusion-the tube was occluded at the cornua (type 1). Right fallopian tube coil position was satisfactory placement-the proximal end of the inner coil was in the tube <30 mm from the uterine cornua (type 2). Occlusion: satisfactory occlusion-the tube was occluded at the cornua (type 1). Conclusion was satisfactory position of both fallopian tube microfilaments with bilateral proximal tubal occlusion. On (B)(6) 2016, she had surgical pathological report on gross description: specimen labeled as ¿a right fallopian tube segment with essure device¿ was received in formalin and identified with 2 patient identifier(s). The specimen consists of a light tan fallopian tube with a coil in the lumen. The lumen is occluded. The fallopian tube measures 2.6 x 1.0 x 0.9 cm. The coil measures 3.5 cm, in length and 0.2 cm in diameter. Specimen labeled as ¿b left fallopian tube segment with essure device¿ is received in formalin and identified with 2 patient identifier(s). The specimen consists of 3 pieces light tan to dark brown fallopian tube with a coil already detached. Lumen was occluded. The 3 fallopian tubes measures 0.9 up to 2.4 cm. The coil measures 3.4 cm. On diagnosis: right fallopian tubal segment with assure (as written) device segment of fallopian tube showing inflammation and fibrosis metallic coil consistent with assure device left fallopian tube segment and assure device segment of fallopian tube showing inflammation and fibrosis with adjacent soft tissue small coil consistent with assure device endometrium (polypectomy); small segments of secretory endometrium. Negative for hyperplasia or neoplasia. On (B)(6) 2016 she had surgical procedure to remove a portion of each fallopian tube and both of the implanted essure devices. On (B)(6) 2016, she had CT abdomen/pelvis w/IV con / no oral con had impression of apparent right lower quadrant incisional hernia containing small bowel. Proximal bowel dilatation was present compatible with an obstruction. There was no evidence of wall thickening, pneumatosis or free air. Small volume ascites. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.